Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling cartridge. Reportedly, the customer believed the syringe needle may have been blocked causing the issue. Blood glucose level was 109 mg/dl; customer reverted to insulin pens for insulin therapy.